Event description:
During a training session by a zoll sales rep the device inappropriately displayed "defib pad short" when the multi-function cable was not shorted. There was no pt involvement during the malfunction.